Event description:
It was reported, the patient was not receiving effective stimulation. X-rays were taken and showed the lead had migrated to the right. The patient was reporting pain and spasms in the right leg and stimulation was painful. The patient's entire system was removed. The patient's symptoms are improving.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.